Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 14.1 mmol/l (253.8 mg/dl) with ketones of 0.1, after wearing the pod between 4 and 24 hours on the hip/buttocks. The pod was removed, the cannula was noted to be bent, the adhesive pad was bloody and the infusion site was sore. Hyperglycemia treated by patient, drinking a lot of water, activating new pod and bolus twice (exact amount was not provided). The patient's blood glucose history is as follows: time: 1:06pm, bg (mmol/l): 10.1, (mg/dl): 181.8; 2:52pm, 12.1, 217.8; 3:13pm, changed pod. 4:42pm 14.1 253.8 5:07pm 12 216 10:05pm 7.2 129.6